Event description:
It was reported to philips that the system's footswitch was unable to perform cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure and the procedure was completed by using a hand switch. The customer reported that the system's footswitch was unable to perform cine. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was canceled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.